Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received results of 14.7 mmol/l and 7.4 mmol/l within 10 minutes on the aviva nano system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.